Event description:
It was reported that during an unspecified stone retrieval procedure, a basket separation occurred. The location of the stone was unknown. Upon attempting to withdraw the gemini 11mm stone retrieval basket, the handle was able to be removed, however, the basket separated and remained in an unspecified ureter. It was not known if the stone was contained within the basket at the time of withdrawal. The physician was able to "move the basket a bit" with an unspecified scope to the bladder. The basket was removed from the bladder with a forceps. The patient's status is unknown.